Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jul2020.

Event description:
The biomed reported the unit automatically turns on, with battery only and ac only. Errors in the significant event logs indicates 35v failure. Per biomedical engineer, the issue was discovered during preventive maintenance (pm). The customer contacted product support and reported that he swapped out the motor controller (mc) board and still has the same issue. Product support advised the customer to swap out the power management (pm) board to see if that resolves the issue. The customer will swap out the (pm) board and if the issue is not resolved will call back for further assistance. If the issue is resolved, the customer will order the (pm) board. The customer reported that the unit was not in use on a patient. The biomed replaced the power management (pm) board to address the reported problem.

Manufacturer narrative:
G4:06apr2021. B4:08apr2021. Failure analysis on the returned power management (pm) board shows that during debugging found q11 (n channel power mos fet power switching) pin¿s 1-5 internal shorted on the power management (pm) board. The q11 was replaced on the pm pcba. The q11 shorted on the power management pcba created the 35 volt failure error codes. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.